Manufacturer narrative:
(B)(4): against resistance. Per the instructions for use, do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a left superficial femoral artery interventional procedure. Reportedly, when the lever was opened, the plunger was slightly removed. When pushing the plunger down, a lot of resistance was felt. When the plunger was removed only the link was attached and it was noticed that a foot was broken off. The artery was checked via angiogram for proper blood flow and if the broken foot was noticed in the artery. Blood flow was good and there was no notice of the broken foot in the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot break and difficulty deploying the plunger was confirmed. It was reported that when pushing the plunger down, resistance was felt. Per the proglide instructions for use, under precautions, it states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot break and difficulty deploying the plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.